Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported a skin reaction/irritation and a red bloody ring at the insertion site with their adc device and inquired about a change in the adhesive material. The customer stated this is the third occurrence. Adc customer service successfully reached the customer who indicated they no longer use the product and switched to a competitor device. The customer further stated they no longer have possession of the sensor. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer indicated product could not be returned due to customer no longer has it. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported a skin reaction/irritation and a red bloody ring at the insertion site with their adc device and inquired about a change in the adhesive material. The customer stated this is the third occurrence. Adc customer service successfully reached the customer who indicated they no longer use the product and switched to a competitor device. The customer further stated they no longer have possession of the sensor. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report and has been reported to the FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Physical investigation of product is not anticipated as the reporter indicated the device was no longer in their possession. An investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The device mfg date is unknown. The date in section h4 is the date abbott diabetes care (adc) became aware of the event. This is a 4 of 5 MDR submission. All pertinent information available to abbott diabetes care has been submitted.